Manufacturer narrative:
(B)(4). This is a report of use error, where there was an improper disconnection and reconnection of the patient to the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. During troubleshooting, the customer reported that they had disconnected the patient from the set during the initial drain and then reconnected them without using proper disconnect procedure. The customer planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.